Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935-55 lead implanted: 2014-(B)(6); dtba1d4 ICD implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.